Manufacturer narrative:
The following fields were corrected due to additional information: d10: device available for eval: no. D10: returned to manufacturer on: na. H6: investigation summary : a physical sample was not available for investigation but bd was provided with six photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 0147319 , and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that four of the photos revealed evidence of opened packages. The sterility barrier of the packages appeared to be compromised. Based off the provided photos the engineer was able to verify the reported defect. It was determined that this was a packaging related defect that occurred when an incomplete seal was applied to these packages. The manufacturing facility has been notified of this issue and a notification was issued by the manufacturing facility to raise awareness of this issue.

Event description:
It was reported that 10 bd insyte¿ autoguard¿ shielded IV catheters experienced damaged or open unit packaging/seals where sterility was compromised. The following information was provided by the initial reporter: the customer reported that some packages were open.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 10 bd insyte¿ autoguard¿ shielded IV catheters experienced damaged or open unit packaging/seals where sterility was compromised. The following information was provided by the initial reporter: the customer reported that some packages were open.